Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed a relatively large circumferential split in the catheter tubing. The edges of the split appeared to be slightly lighter in color; however, no other details of the split could be seen in the returned photograph, and there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
PICC catheter with cut proximal to the insertion site between 3 and 6 cm approximately. No exposure to blood or bodily fluids. No alteration to patient's treatment or patient harm. Oncology patient who must undergo early catheter replacement due to failure of the one already installed. No other information was provided.